Manufacturer narrative:
The mesh plug was explanted as part of the pt being treated for an area infection. Mesh had been implanted for about seven yrs and there is no indication that the mesh caused or contributed to the infection in the provided medical records. Therefore, we conclude that no device failure occurred. See MDR 1213643-2009-00237 for info related to the composix mesh implanted in 2001. See MDR 1213643-2009-00335 for info related to the other perfix plug implanted in 2001.

Event description:
Attorney originally reported pt's alleged pain and surgical intervention related to the composix mesh onlay. Per davol's review of medical records: in 2001 - pt underwent procedure for incarcerated left inguinal herniorraphy with plug mesh repair (2 perfix plugs) with composix mesh onlay. Per operative report: "it took two extra large mesh plugs to repair this large defect and then I used a composite add'l onlay mesh held circumferentially with 0-ethibond sutures" "a split composite mesh was then placed to the floor and two tails were secured lateral to the new developed internal ring." In between 17 and 22 days post procedure, pt was diagnosed with a superficial wound infection and seroma. Oral antibiotic therapy was initiated. In 2008, pt presented with chronic left groin wound drainage. This drainage was cultured and found to be positive for peptostreptococcus. During the next four months, pt underwent antibiotic therapy and an I & d of the wound, an abscess was diagnosed. At about 3 months later, pt underwent procedure due to an infected right inguinal hernia mesh, during which all three of the meshes were explanted. Per operative report: "the spermatic cord was then dissected off of the mesh all the way up to the internal ring. At this point this was quite difficult since the entire mesh was wrapped around the cord. We then encountered two plugs that were used to fix the direct hernia. First the mesh was dissected off the floor. Next both the meshes which appeared to be tied together with an ethibond stitch were dissected."